Event description:
A peritoneal dialysis patient has reported that he had a drain complication in drain 6/7 and when the cassette was removed dialysis solution was leaking out of the cassette and into the cycler. Prophylactic antibiotics were administered as a precaution adn there is no other known patient ill effect. Patient did manuals to complete treatment. Sample available for evaluation.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be file upon completion of the investigation.